Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented in clinic with syncope. Technical support noted a decrease in pacing lead impedance and automatic mode switch due to a loss of capture on the right ventricular (rv) lead. Furthermore, noise was noted on the right atrial (ra) lead. The rv lead was explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2019-11449.

Event description:
Additional information received that the lead was capped during the revision procedure.